Event description:
It was reported that the patients ipg was not holding a charge and was taking too long to charge up. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2023.